Event description:
Boston scientific received information that this product developed an infection. Attempts were made to obtain additional information regarding the nature of infection but was unsuccessful. No additional adverse effects reported. All available information indicates that the product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.